Event description:
Spontaneous call from pt who stated her pump 341702 failed due to high pressure alarm. Pt was unable to get it working again. She tried to switch to her back up pump while calling us. However, she stated she passed out and her sister called the emt (emergency medical technician). Pt stated it was around 15 minutes from pump failure to when the backup pump was able to restart. When pt spoke to author, her back up pump was infusing correctly/successfully. (B)(4) informed pt we will send replacement pump. Md office will be notified. A short while later, (B)(6) received a spontaneous call from (B)(6), a social worker from the hospital, stating the patient has been admitted due to (unspecified) "changes in patients lab values". No further information is known at this time. Did we replace device? Yes; did the patient have a backup device they are able to switch to? Yes; was the patient able to successfully continue their infusion? Yes; if no, what was the patient instruction to do in the able to continue ther infusion? N/a; is the infusion life-sustaining? Yes. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? Yes; if yes, was any medical intervention provided? Yes- even seen; is the actual device available for investigation? Yes. Reported to (B)(6) by pt/caregiver.